Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that his glucose level was 40mg/dl when the paramedics arrived. Troubleshooting was performed. It was stated that the customer became incoherent. The customer's most recent glucose reading was 125mg/dl. The programming on the insulin pump was reviewed and found that the time and date were incorrect. The customer stated that there is more insulin in the status screen. The customer also stated that the insulin pump was exposed to magnetic resonance imaging. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.